Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical canada's service department and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including accessory testing without duplicating the report. The multi-function cable connector was tightened as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the device was shut off and restarted throughout the transfer to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "mfc/pads/paddles not recognized" message. Complainant indicated that the device was shut off and restarted throughout the transfer to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.